Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified high wall, cutouts, and anti-rotation scallops have indentations from attempted use. No other damage was noted. Dimensional product identifiers for width, height, and high wall thickness were measured and in specification. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the liner would not assemble with the shell. Another liner was used to complete the procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.